Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x20 synergy ii drug eluting stent was advanced to treat the lesion. As the stent was advanced through the non-bsc bleedback control valve, resistance was encountered. The stent was advanced up until the lad, where it was positioned, inflated and deflated. When the stent delivery system was removed, the physician realized that no stent was deployed. Upon examination of the stent catheter, the stent was displaced proximally on the delivery system. The stent never left the system but was not in between the markers. Half of the stent was still on the balloon and half was proximal to the balloon. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had moved proximally on the balloon. The stent appears severely damaged with stent struts bent and overlapping. The bumper tip examination found no issues with the profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon indicating the stent was secure between the markerbands. A visual and tactile examination found no issues with the hypotube shaft profile or the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x20 synergy ii drug eluting stent was advanced to treat the lesion. As the stent was advanced through the non-bsc bleedback control valve, resistance was encountered. The stent was advanced up until the lad, where it was positioned, inflated and deflated. When the stent delivery system was removed, the physician realized that no stent was deployed. Upon examination of the stent catheter, the stent was displaced proximally on the delivery system. The stent never left the system but was not in between the markers. Half of the stent was still on the balloon and half was proximal to the balloon. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.